Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for three days and experienced high blood glucose levels. It was reported that the customer was put on antibiotics for infection. The customer¿s blood glucose level was 35 mmol/l. The customer's current blood glucose is 26.2 mmol/l. The customer also mentioned other blood glucose values such as up to 35 mmol/l to 40 mmol/l. The customer treated for high blood glucose value with needle and pen. Based on customer¿s report customer did allege under delivery. The customer was using the insulin pump when high blood glucose was reported. The customer was reported that the insulin pump passed displacement test and self test. The insulin pump will not be returned for analysis.